Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, the plunger went over the iol. There was patient contact and no patient harm. The surgery was completed same day with a back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).